Event description:
During a remote follow up, an increased threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.